Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the right ventricular pace sense lead and the competitor left ventricular pace sense lead were swapped in the new device per physician discretion. It was also reported that the right ventricular lead had superficial peeling and a splice kit was used to repair the lead. The lead is still in use. No patient complications have been reported as a result of this event.